Event description:
Profound and permanent neurological injuries [nervous system disorder]. Profound and permanent injuries, severe and permanent physical injuries [injury]. Hyperzincemia [hyperzincaemia]. Hypocupremia [copper deficiency]. Neuropathy [neuropathy peripheral]. Physical pain [pain]. Case description: an attorney reported that his client, an adult female age (B)(6), used fixodent denture adhesive cream and super poligrip denture adhesive cream, unspecified total daily use on dentures she received in 1990, and reported the following: profound and permanent neurological injuries, hyperzincemia, hypocupremia, neuropathy, physical pain, and profound and permanent injuries, severe and permanent physical injuries that have left her unable to perform her normal, customary and daily activities. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therfore, unable to proceed with batch retain testing or product investigation. Otc prduct: yes.